Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while labeling the bd vacutainer® buffered sodium citrate (9nc) blood collection tube after the blood draw, the stopper popped off and blood splattered onto the floor and the nurse's scrubs. The scrubs were then changed, and the tube was redrawn. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "this rn was labeling blue top blood tube and top "popped" off and blood splattered on scrubs and on the floor. This rn changed scrubs and the tube had to be redrawn."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while labeling the bd vacutainer® buffered sodium citrate (9nc) blood collection tube after the blood draw, the stopper popped off and blood splattered onto the floor and the nurse's scrubs. The scrubs were then changed, and the tube was redrawn. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "this rn was labeling blue top blood tube and top "popped" off and blood splattered on scrubs and on the floor. This rn changed scrubs and the tube had to be redrawn."